Event description:
It was reported that two days post implant it was discovered that the patients right atrial (ra) lead was not capturing. An intervention as completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).